Event description:
It was reported that a patient underwent a lower blepharoplasty procedure in 2005. The patient started to spit suture intraocularly causing a corneal abrasion on an unknown date. By eight weeks post-operative, the suture was remove,d and situation was resolved.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.